Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose with blood glucose of 234 mg/dl at the time of the incident. The customer was at 304 mg/dl at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering insulin. Troubleshooting was not completed and the issue was not resolved. The insulin pump will not be returned for analysis.